Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was thermal damage at the j1002bb connector and the u1 processor on the computer / analog (ca) board. In addition, the solder pads were lifted at the d1102 component and there was internal board damage at multiple components. There was also damage to the q15, q16, q17, and q18 transistors were damaged on the defibrillator board. The root cause of the test failure could not be positively identified due to the extensive damage. However, it appears that the converter high voltage shorted to the +10.8v line at pins 16 and 18 of the j1002bb. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.